Event description:
Related manufacturer reference number: 2184149-2019-00011. During an atrial fibrillation ablation procedure a pericardial effusion occurred. During mapping and ablation in the heart, the catheters appeared to shift. Enguide realignment was used to return the catheters to their actual position on the mapping screen. During the procedure the patient became hypotensive. A cardiac ultrasound was performed, revealing a pericardial effusion. A pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.